Event description:
The reporter claimed the animas insulin pump has repeated issue with bolus cancellation without user intervention. According to the reporter, there was 6 completed bolus doses while 18 bolus doses were cancelled by the meter without user intervention. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the bolus cancellation issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was paired with meter and exercised for 24 hours and no unprogrammed boluses occurred during testing. There was no defect found.